Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-13634 and 1627487-2013-13635. The pt has two lead from different lot numbers. It was reported the pt had experienced discomfort at his ipg site which was related to the size of his ipg. It was also reported the pt was not receiving effective stimulation coverage due to invalid impedances and stimulation in wrong location. X-rays confirmed there was no lead migration and no lead pull-out from the ipg header. The pt underwent a surgical procedure and the ipg was explanted and replaced with a smaller ipg. The pt's leads were also explanted and replaced. The pt was receiving effective stimulation coverage postoperative which resolved the issue.